Manufacturer narrative:
Additional information provided updates to b1 adverse event/product problem, b5 describe event or problem, d6b explant date, h1 type of reportable event, and h6 impact codes.

Event description:
It was reported that the patient is experiencing difficulty with an inflatable penile prosthesis (ipp) not functioning properly. The pump bulb will not refill and remains flat. The ipp was explanted and replaced on a later date. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing difficulty with an inflatable penile prosthesis (ipp) not functioning properly. The pump bulb will not refill and remains flat. The patient will be undergoing surgical intervention on (b)(3) 2024. There were no patient complications reported.